Manufacturer narrative:
(B) (4).

Event description:
It was reported that the ventilator failed the internal leakage test, pressure transducer test and pt circuit test during pre-use check. (B) (4). (B) (4).